Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction. Device evaluation of monitor sn (B)(4) is currently underway at zoll manufacturing corporation. A review of the downloaded flag data from the day of the event was performed. The review of the data does not indicate a device malfunction that would have caused or contributed to the inappropriate treatment and patient death. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home and went unconscious. The patient's family called ems. The lifevest delivered a treatment at 20:23:21. The rhythm at the time of the treatment was asystole. The patient remained in asystole after the treatment. Oversensing of low-amplitude cardiac signal contributed to the false detection. Upon arrival, ems pronounced the patient as deceased. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to recognize signals from all ecgs and therapy electrodes from a test belt. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open resistor was unable to be positively identified but is consistent with damage sustained when a patient is externally defibrillated while wearing the device. There is no indication that the open resistor caused or contributed to the inappropriate treatment event as the device was able to monitor the patient's rhythm and deliver a full energy treatment shock. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was at home and went unconscious. The patient's family called ems. The lifevest delivered a treatment at 20:23:21. The rhythm at the time of the treatment was asystole. The patient remained in asystole after the treatment. Oversensing of low-amplitude cardiac signal contributed to the false detection. Upon arrival, ems pronounced the patient as deceased. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.